Manufacturer narrative:
Follow-up report submitted for additional information. Updated b4 for report submission date, g1 for contact information, g3 for awareness date of new information, g6 for report type and section h1 for type of reportable event, h2 for follow-up type. Updated section d6a for implanted date.

Manufacturer narrative:
Implant date was not provided. When the requested information becomes available, a supplementary report will be submitted. Device evaluation results are not available. When the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced failure of implant to integrate.